Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced continued blood glucose (bg) levels of 360-505 mg/dl with ketones of 0.1-0.4. The customer addressed bg with manual injections. The suspected cause for bg was unknown.